Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was reproduced during evaluation and confirmed through observation. The cause was found to be a failing rear case. The rear case was replaced to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly had no audio output during preventative maintenance test. It was also reported there was no patient involvement.